Event description:
A baxter service representative reported failure code 33 found during device processing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.